Manufacturer narrative:
In response to FDA report number mw5083116. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via voluntary medwatch to the FDA, that they were "diagnosed bia-alcl". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that there is no malignancy. The event of lymphoma-alcl suspected was captured in contralateral device. See pr 1774165, MDR report number 9617229-2019-01319.

Event description:
Patient reported, via voluntary medwatch to the FDA, that they were "diagnosed bia-alcl". This record is for the left side. Device has been explanted.